Manufacturer narrative:
(B)(4). This product is not expected to be returned. If the product is returned, analysis would be performed and this report would be updated at that time.

Event description:
It was reported that this device along the entire system was explanted due to infection. It is not expected that this device is returned for analysis. No additional adverse patient effects were reported.